Manufacturer narrative:
The insulin cartridge has not been returned to animas. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced elevated blood glucose (bg) of 500 mg/dl without symptoms suggestive of hyperglycemia during sleep. The reporter stated there was insulin noted around the top of the cartridge compartment at that time. The reporter stated she believed the insulin was leaking at the luer lock due to a loose luer lock connection. The reporter stated the infusion set was replaced; a correction bolus was administered to the patient via the pump. This complaint is being reported because the patient experienced elevated bg as the result of improper tightening of the infusion set at the luer lock connection thereby allowing for an insulin leak.